Event description:
It was reported that the system would not boot up. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The voltage on ps1 was evaluated and readjusted. The cable and connections were evaluated and reseated. The system was tested and found to be working as intended and returned to service.